Event description:
The asymptomatic patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited t-wave oversensing. The device was reprogrammed. The patient remained asymptomatic.